Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after a patient had a micro-glaucoma stent implanted there was "worsening in visual field md of = 2.5 db." Additional information was requested.

Manufacturer narrative:
This is no longer considered an adverse event and the regulatory reports associated with this reported device need to be cancelled. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the study states the patient's vision symptoms are not considered to be related to the micro-stent device.

Manufacturer narrative:
No sample has been returned for evaluation for the report of worsening visual field compared to compass 24-month visual field; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no evidence of device failure. Glaucoma is a disease that negatively affects patients visual fields, and it is no unexpected that a patient with glaucoma who received the micro-stent might have a worsening in visual field over time. While no information is provided regarding the patient's intraocular pressure (iop) or general health condition after device implantation, elevated iop over an extended duration may negatively affect visual field. Also, neurological events, such as stoke, may be a factor in visual field worsening. Possible root cause is that worsening of visual field mean deviation is an established risk associated with device implantation, which is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).